Event description:
Per healthcare provider report, "went to heplock pt's mediport and put in 10 ml saline from pre-prepared syringe without a problem. When trying to put in the 2nd 10 ml of saline, it would not go. After trying a new needle, new syringe heparin, manipulating the mediport without success, the pt was de-accessed. The needle was flushed and it was noticed that there was a foreign body inside the line clogging the needle. With some effort it came dislodged and the needle could be flushed." There was no further incident or injury to the pt.